Event description:
Customer questioning ECG analysis/recording during device deployment.

Manufacturer narrative:
(B)(4). Device evaluation pending. Report filed based on customer description of issue.